Event description:
During an in-clinic follow-up, increased capture threshold which resulted in loss of capture and failure to sense were observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The sutures appeared to be too loose resulting in the dislodgement. The lv lead was explanted and replaced to resolved the event. The patient was stable.